Event description:
It was reported that an occlusion alarm occurred resulting in the customer going to the emergency room (ER). Customer declined follow up from tandem technical support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.